Event description:
On the morning in 2006, the pt got up to go to the bathroom and upon returning to bed had four ICD shocks in succession. She did not recall having any palpitations, chest pain, dyspnea, lightheadness or near syncope prior to the shocks, suggesting they might be inappropriate shocks. She was admitted to the hosp for observation and subsequently underwent a right ventricular lead revision three days later.